Event description:
Customer tested his blood glucose with his presto meter and received a reading of 66 mg/dl. He called paramedics and was told his blood sugar was 443 mg/dl. Paramedics took him to the hospital where he was admitted and stayed for about 1 week.

Manufacturer narrative:
Requested meter be returned to manufacturer for evaluation. The meter has not been returned. A replacement meter was sent within 24 hours. Customer was vague with details about the details of medical treatment at the hospital and by the emt's. We have been unable to obtain any additional info.